Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 487 mg/dl. The customer¿s current blood glucose value was 417 mg/dl. Customer mentioned other blood glucose value such as 434 mg/dl, 457 mg/dl, 423 mg/dl, 392 mg/dl. The customer did not experience any symptoms of high blood glucose value. It was unknown that the auto mode feature was activated or not at the time of high blood glucose event. No further complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.